Event description:
During an anterior cruciate ligament repair of lt knee, while drilling the pin passer through the femur, the trocar tip of the pin broke off. The tip became lodged in soft tissue at pin's exit. Flouroscopy was required to locate the tip and extraction was performed through an add'l wound.